Event description:
It was reported that on (B)(6) 2026, the patient experienced an infusion set bent cannula event, which resulted in hyperglycemia. The patient's blood glucose level increased to 540 mg/dl and was managed with a correction injection administered via multiple daily injection (mdi). The patient subsequently replaced the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.